Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Battery door was missing, and downstream occlusion (dso) seal was stuck due to contamination. Functional testing performed. Device failed product verification testing (pvt). Customer's problem of dso sensor malfunctioning was confirmed. The most probable root cause was the damaged dso sensor. Dso sensor was replaced. Device passed all functional tests after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the downstream occlusion (dso) failed calibration during testing. There was no patient involvement, and no patient harm/adverse event reported.